Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The vascular access site was the right femoral artery (rfa). The target lesion was located in the distal right coronary artery (rca). A non-bsc jr4 guide catheter along with a choice pt extra support guide wire were advanced to the lesion site. Next a taxus liberte¿ 3.0x16mm stent was advanced over-the-wire (otw) but did not cross the lesion in the distal rca. It was noticed at this point that there was an unspecified stent already placed in the mid rca. The stent delivery system (sds) was withdrawn and barely able to get outside of the guide catheter. The physician then tried again to advance the taxus liberte¿ stent but the tip of the stent continued to bump against the proximal edge of the previously placed stent. At this point, an al1 side whole guide catheter was advance along with the same wire and again tried to advance the taxus liberte¿ stent across the lesion but was unsuccessful. The sds was withdrawn from the patient and it was then noticed the stent was not on the delivery balloon. The stent was observed in the rca just proximal to the previously placed stent. A non-bsc 2.0x20mm balloon was introduced and put through the dislodged stent which resided in the rca. When advancing the non-bsc balloon, the physician lost the guide wire and guide catheter became unseated. A new fr4 guide catheter was then deep seated and a new choice pt guide wire was placed under the dislodged stent. Next a non-bsc 1.5x15mm balloon was advanced through the dislodged stent and dilated the stent up against the proximal rca wall. A non-bsc 3.5x20mm balloon along with another non-bsc 3.5x23mm balloon were used to again crush the stent against the rca wall. The procedure was then completed with another of the same device. No patient complications were reported and the patient status is reported as ¿ok¿.

Event description:
It was further reported that after the taxus liberte' 3.0x16mm stent dislodged from the delivery balloon in the proximal rca, a 1.5x15mm non-bsc balloon was advanced to the proximal rca and inflated at 14 atms for 30 seconds but not used to crush the dislodged stent up against the vessel wall as previously reported. Then a 2.75x20mm non-bsc balloon was advanced to the undeployed taxus liberte' stent in the proximal rca and inflated to crush the stent up against the vessel wall. The balloon was inflated at 14atms for 30 seconds. The balloon was moved to the mid rca and inflated to 8atms for 30 seconds and removed. Finally a 3.5x23mm non-bsc stent was advanced to the lesion site and deployed at 16 atms for 25 seconds to complete the procedure. It was previously reported that another of the same device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).